Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and permission to confirm events with a healthcare professional has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma (late).

Event description:
Patient reports right side rupture, pain, and ¿peri-implant infusion¿/¿fluid pocket¿. Device remains implanted. Patient is concomitantly taking antidepressants and an unspecified medication "to release more eggs" for pregnancy.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified encapsulation and cloudiness. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reports right side rupture, pain, and ¿peri-implant infusion¿/¿fluid pocket¿. Device remains implanted. Patient is concomitantly taking antidepressants and an unspecified medication "to release more eggs" for pregnancy.